Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 270-280 units of insulin. In addition, it was reported that a cartridge alarm (alarm 9) occurred and that an occlusion alarm occurred. The customer experienced an elevated blood glucose level of over 600 mg/dl with moderate-high ketones, cause was unknown. Customer delivered a manual bolus to address elevated bgs. Customer reverted to manual injections for insulin therapy.